Event description:
It was reported that 3 days after a coronary drug eluting stenting treatment procedure, the pt presented with occlusion of the lad and circumflex. The pt initially presented with acute coronary syndrome with anterior wall ischemia demonstrated on myovieu scan. Significant 80% lesions in the circumflex and lad coronary arteries were noted. The physician deployed taxus express2 2.75 x 20 mm and 2.5 x 8mm drug eluting stents in the circumflex at high pressure with good result; timi 3 flow and no residual stenosis. He then stented the lad with a taxus express 2.5 x 12 mm drug eluting stent and post dilated with a 3.0 x 10 mm extensor balloon with very good result. The pt was treated with heparin and integrilin during the procedure. Pt was discharged the following day in good health, on aspirin and plavix. Two days later the pt presented to their local hospital with chest pain. Pt had a cardiac arrest and was resuscitated and given tnk (tenecteplase) for anterior wall s-t elevation myocardial infarction and transferred to the facility where the implants were performed. The pt was then treated with ionotropes and intubation. In the cath lab a pacemaker was inserted, and angiography demonstrated an occluded lad and circumflex. The physician was unable to re-establish flow despite balloon angioplasty. The pt expired. Same case as manufacturer's#: 6000089-2004-00358 and 6000089-2004-00359.